Event description:
It was reported that the right atrial (ra) lead had high and unstable pacing threshold due to a possible fracture. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076 implantable pacing lead 2005 (B)(6); addr01 implantable pulse generator (ipg) 2013 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the partial lead was returned in segments. Analysis was performed and found the distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.